Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose at the time of event was 350 mg/dl. The customer experienced sick/unwell, headache, tired/weak, nausea, rapid heart rate, chest pain, fatigue as symptoms of high blood glucose. The customer was admitted to the hospital emergency room for treating high blood glucose. Auto mode was activated at the time of event. It was unknown if the customer had been using pump within 48 hours of event or not. No further patient complications were reported. Troubleshooting was performed. The product will not be returned for analysis. Frn-unk-rsvr, unomed inf set, ozp-mmt-7020-snsr.